Event description:
It was reported that the patient had high lead impedance on system diagnostics. Per the physician, there is no increase in seizures. No manipulation or trauma was reported or suspected. Patient will be referred for revision surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.